Event description:
Siemens was notified by a user facility of a female pt who experienced a burning sensation during a spine study. The operator examined the pt and noted a rash and burn marks to the pt's back and posterior. The pt was treated with antibiotic cream. The pt examination lasted for fifteen minutes and it was noted the pt was wearing their own clothing which included metallic threads.

Manufacturer narrative:
Siemens has evaluated the sys reports and pt images. Additionally, the sys was evaluated and no malfunctions were found and the sys is operating according to specifications. It was concluded that the pt injury was caused by a conducting rf loop as the pt was wearing garments that contained metallic threads. The magnetom essenza user manual clearly advises operators to ensure pts are free from all items that contain ferrous metals. This incident occurred in (B)(6). This reported is being filed with the FDA on (B)(4) 2014.